Manufacturer narrative:
(B)(4). Per the subsidiary distributor, while troubleshooting he found the power manager board was defective and needed replacement. The distributor replaced the defective board with a new one from company stock and the system is working fine now. Per follow-up with the subsidiary distributor on (B)(6) 2015, the power light emitting diode (led) light on the front panel of the system-1 was yellow. The suspect part was returned to the manufacturer for further evaluation.

Event description:
The subsidiary user facility reported that during routine testing of the device at the service center, the system-1 did not switch over to battery from main power. When the main supply failed, the system does not change over to battery which was fully charged. There was no patient involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint was confirmed. During the laboratory evaluation, the product surveillance technician (pst) found an open resistor r186 on the power manager printed circuit board (pcb). The pst observed no anomalies upon non-magnified visual inspection of power manager pcb and generic pcb. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.